Event description:
It was reported that the customer experienced a blood glucose (bg) level of 380 mg/dl. Cause of bg level was not known. Customer performed a supply change and administered a bolus via the pump to address the issue and went to the emergency room with ketones; amount was not known. Customer was treated with insulin; method of delivery was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.